Event description:
This is the seventh of seven reports of endophthalmitis receied from an ophthalmologist assocaited with post operative cataract extraction with posterior intraocular lens implant. In this case, surgery was done on 11/17/94. A model 814a/+23.5(d) was implanted into the right eye post cataract extraction. On 1/26/95, findings of inflammation or infection were noted and the pt referred to a retinal specialist for further eval. A diagnosis on anterior uveitis and questionable endophthalmitis were made. The pt was treated with antibiotics. The ophthalmologist has had eight occurrences of endophthalmitis, seven associated with lenses mfg by co and one with another brand. Lens from 11/17/94 to 9/19/96. A review of batch records for this lens from 11/17/94 to 9/19/96. A review of batch records for sterilization tests revealed no deviations. Add'l info is being sought as well as a report of the hosp investigation.